Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of ventricular fibrillation due to noise on the ventricular lead were observed during a follow-up visit. Patient was in stable condition. Lead remains implanted at this time.